Event description:
It was reported that this electrode exhibited a system impedance of 95 ohms, but the impedance during induction testing was 199 ohms, which is high within normal range. An x-ray was performed and it is believed that the cause is due to the electrode not being too deep. The physician decided to not reposition the electrode and the patient remains hospitalized while waiting for technical services (ts) review of the device data. No additional adverse patient effects were reported.